Event description:
It was reported that a month following the implant procedure, the patient presented to the emergency room with a discomforting sensation of being able to feel their subcutaneous implantable cardioverter defibrillator (s-ICD) electrode underneath their skin. Diagnostic imaging was performed, which confirmed that the electrode had dislodged from the original implant location. Recently, the electrode was surgically revised to resolve the event and no additional adverse patient effects were reported. At this time, this s-ICD electrode remains implanted and in-service.

Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), h1 (type of reportable event), and h6 (impact codes).

Event description:
It was reported that a month following the implant procedure, the patient presented to the emergency room with a discomforting sensation of being able to feel their subcutaneous implantable cardioverter defibrillator (s-ICD) electrode underneath their skin. Diagnostic imaging was performed, which confirmed that the electrode had dislodged from the original implant location. Recently, the electrode was surgically revised to resolve the event and no additional adverse patient effects were reported. At this time, this s-ICD electrode remains implanted and in-service.

Manufacturer narrative:
Investigation summary: boston scientific concludes that although the complaint electrode was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Dislodgement or dislocation is a known inherent risk of the use of this product. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the complaint electrode was not returned to boston scientific therefore, product analysis could not be performed. However, dislodgement or dislocation has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling. Risk review: a risk review was completed and confirmed that the event of dislodged or dislocated was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: at this time, no further actions are considered necessary as dislodgement or dislocation is a known inherent risk of the use of this product and this is documented in the labeling.

Event description:
It was reported that a month following the implant procedure, the patient presented to the emergency room with a discomforting sensation of being able to feel their subcutaneous implantable cardioverter defibrillator (s-ICD) electrode underneath their skin. Diagnostic imaging was performed, which confirmed that the electrode had dislodged from the original implant location. A revision procedure is anticipated to resolve the event but has not yet occurred. At this time, this s-ICD electrode remains implanted and in-service. No adverse patient effects were reported.